Event description:
Unomedical reference number (B)(4). Event occurred in the (B)(6). This submission is for first event. It was reported that the patient faced an issue with three infusions set fell off during use. The first and second event occurred on 25-apr-2024 and third event occurred on 26-apr-2024. The infusion sets were used 2 hours for first, 18 hours for second and 18 hours for third. The blood glucose was between 160 mg/dl and 180 mg/dl for all events. The patient replaced infusion sets and resumed insulin deliveries successfully. No further information available.

Manufacturer narrative:
Initial and final MDR (B)(4) - MDR - device 1 of 3. E1: patient country: (B)(6).